Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902250, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902250 were used for additional evaluation. The product was visually inspected, no defects or molding defects were observed on any of the tip or thread barrels of the syringe. Tip and thread verification tests are performed within the manufacturing environment according to procedure, results for evaluated samples were found to be within specification. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. DHR of lot 1902250 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 20ll lot 1902250 are evaluated. Upon visual inspection of these ten samples, no damage or molding defect can be observed in any tip or thread of barrel syringes. Tip and thread verification test is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132 and jg-600 with iso 594 compliant pass/non pass calipers (#10-419/2 and #10-413 respectively). Syringe tip and thread of the ten retained samples are verified with these calipers and they are iso594 compliant. Since no manufacturing defect has been found in the retained samples evaluated and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that prior to use it was discovered that the luer tip was damaged and appeared to be melted with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, translated from french to english: syringe with melted and deformed luer lock tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the luer tip was damaged and appeared to be melted with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, translated from french to english: syringe with melted and deformed luer lock tip.